Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient's ipg was inoperable, due to patient not charging the ipg as recommended. As a result, the patient underwent surgery to have the ipg replaced with a different model. Therapy has been restored.